Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an over delivering insulin due to several hypoglycemia. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer also experienced a low blood glucose of 2.0-3,0 mg/dl. Customer reports they feel okay to troubleshoot. Customer treated low blood glucose with food. The insulin pump will not be returned for analysis.